Event description:
It was reported that pump experienced unexpected shutdown and needed to be plugged into power source to turn back on, with no power source alert or shutdown alarm recorded beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer turned pump back on, reloaded cartridge, changed infusion set, confirmed ability to upload pump data, and received education from technical support about reset effects, including insulin on board, maximum hourly dose, and need to restart continuous glucose monitoring sessions, which customer understood and acknowledged.